Event description:
Philips received a report concerning a bv pulsera system associated with a user injury on (B)(6) 2025. The customer initially provided an installed product (ip) number that was later determined to be incorrect. The event was reported under MFR report number: 3003768277-2024-05862. During the follow up investigation, it was confirmed that the customer site operates two bv pulsera systems. On (B)(6) 2025, during an onsite visit, the field service engineer (fse) reviewed the details with the customer and verified that the user injury was linked to the other bv pulsera system, not the one originally identified. The investigation was therefore continued under the correct installed product. During a clinical procedure, more effort was required than usual to rotate the c-arm in the oblique direction, with resistance noted at certain points, particularly toward extended rotation positions. While applying force, the user bent down to use their legs when they experienced a pulling sensation in the right flank and lower back, followed by ongoing lower back pain and intermittent right foot pain. The user was initially advised to take ibuprofen and rest and was later evaluated by two nurse practitioners who recommended rest, medication, ice and heat therapy, and further medical evaluation. A spine physician recommended physical therapy, MRI, and x-rays, which were pending approval at the time of reporting. The user reported inability to work at the time of reporting. Further clinical information regarding the users¿ condition could not be obtained as the customer did not provide any additional details. There was no reported impact on the procedure or the patient. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem of the c-arm being difficult to push and confirmed increased resistance during c-arm rotation. The fse used a force nano-gauge to measure the force required to move the c-arm rotation, which was 74n, whereas the maximum allowable force should have been 70n. Visual inspection of the bearing block assembly showed dust accumulation and presence of rust on bearings behind velcro covers. Some bearings did not rotate consistently against the rail at certain positions, and resistance was observed near extended rotation areas. The room environment involves frequent lining replacement that generates dust. Dust and rust were considered potential contributors to the increased resistance. The fse cleaned, vacuumed, and sprayed silicone lubricant into the c-arm channel and bearings were performed. After functional checks, the system was tested and returned to use in good working order. To date, no similar issue has been reported to philips following this event. Through the additional investigation, philips identified that planned maintenance (pm) instructions did not include inspection and cleaning steps for the extended rotation mechanism. Philips will assess whether the instructions should be further clarified, and will take appropriate action, if deemed necessary.

Manufacturer narrative:
Philips received additional information confirming that the issue with the issue of c-arm movement with reported user injury occurred on (B)(6) 2024. Regarding the troubleshooting steps, the field service engineer (fse) confirmed that c-arm rotation required increased force at certain positions, and the condition was reproduced. Examination of the extended rotation bearing mechanism identified foreign material accumulation within the bearing mechanism, which restricted bearing movement and increased resistance during c-arm rotation.to resolve the issue, the field service engineer (fse) replaced the bearingblock assy ext rot, and the removed part was returned for further analysis. Analysis of the returned part identified a loose and/or broken element within the bearing assembly. After replacement, functional checks, including movement verification, confirmed that the system was operating within specification and the system was returned ready for clinical use. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.